Event description:
The event involves a tego¿ connector where it was reported that a patient had a coughing fit and the venous bloodline disconnected from the tego losing a circuit of blood of approximately 100ml during therapy. There was patient involvement and delay in therapy since the patient had to restart continuous renal replace therapy (crrt). There was also no report of adverse event or patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The device history report (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.